Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a keyboard failure. A field service engineer rebooted the system to resolve the issue. The powershell script ka-000017103 was utilized to disable the usb power management settings. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the keyboard stopped working intermittently. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.